Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1800541 was manufactured on 11/19/2018 a total of (B)(4) pieces. Lot was released on 11/30/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and its rotation tab bent. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the applier as the clip was located to the side of the pusher head (distal end of feeder). It was observed that the indicator clip was in the next position of the channel. The indicator clip was fired , and the sample was disassembled to inspect the internal components. The proximal end of the feeder was found slightly bent. The sample was received with 1 clip remaining in the channel, indicating that 14 clips were fired by the end user. The bent rotation tab, clip mis-load and the proximal end of the feeder being bent are all indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A nonconformance has been opened to further investigate the clip stacking issue. The reported complaint of "clips not loading properly" was confirmed based upon the sample received. The sample was returned with its rotation tab bent. The sample was received with 1 clip remaining in the channel, indicating that 14 clips were fired by the end user. Upon functional inspection, the first clip was unable to load properly into the jaws of the applier as the clip was located to the side of the pusher head (distal end of feeder). The sample was disassembled , and the proximal end of the feeder was found slightly bent. The bent rotation tab, clip mis-load and the proximal end of the feeder being bent are all indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that 14th clip came out from the applier closed. After surgery an attempt was made to fire the 15th clip and same issue occurred. No clips fell in the patient's body.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 14th clip came out from the applier closed. After surgery an attempt was made to fire the 15th clip and same issue occurred. No clips fell in the patient's body.